Event description:
It was reported that the pt's seizures became longer and more intense following an increase in settings on (B)(6) 2010. There was no change seizure frequency and the seizures returned to normal when the settings were changed back on (B)(6) 2010. The pt is now being referred for generator replacement due to his vns now indicating it is nearing end of service. Diagnostics were normal at the last visit as per the physician's clinic notes. Attempts for additional info are in progress.